Event description:
Information was received from a manufacturing representative (rep) reporting that a patient cannot recharge their device and the need a MRI. Rep wanted to know if the only way to confirm the type of MRI scan patient can have is to do a physician recharge mode and bring patient's system back online and then put device into MRI mode before the scan. This was confirmed by tech services. Rep then stated that they don't have any patient info, and tech services were unable to bring up the patient's info. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.